Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and the reported condition that the motor device had become hot was not confirmed. Therefore, an assignable root cause could not be determined. However, during evaluation it was determined that the device could not engage the attachment and the hose was damaged. It was further determined that the device failed pretest for hose assessment and cutter lock assessment. The assignable root cause of this condition was determined to be traced to component failure due to wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: e1: reporters phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported from taiwan that the motor device was became hot. It was not reported if this event occurred during a surgical procedure. It was not reported if there was a delay in a procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in ((B)(6) 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.